Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes erroneously high asts were reported. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that they had continuous issue with high ast's in pst tubes, item 367962.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 367962. Lot/batch #: 3074301. Bd had not received samples or photos for evaluation. Therefore, 90 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues were observed. A clinical evaluation was not required for this erroneous results complaint as information regarding this situation is outlined in the limitations section of the IFU (instructions for use). For tubes subjected to centrifugation to generate plasma or serum for testing, standard processing conditions do not necessarily completely sediment all cells, whether or not barrier gel is present. Cell-based metabolism, as well as natural degradation ex vivo, can continue to affect serum/plasma analyte concentrations/activities after centrifugation. Separated plasma samples in particular, will have a gradient of cells and platelets present after centrifugation. The presence of cells and platelets in the plasma may lead to increased variability and/or instability of certain analytes that are involved in cell/platelet-mediated metabolic processes and/or are present in higher concentrations in cells or platelets. Analytes that may be affected include aspartate aminotransferase (ast), glucose, inorganic phosphorus, lactate dehydrogenase and potassium. The magnitude of such effects may vary depending on several factors, including whether the plasma is aliquoted or remains in the primary tube, sample agitation, and time. Analyte stability should be evaluated for the storage containers and conditions of each laboratory based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-ast. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes erroneously high asts were reported. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that they had continuous issue with high ast's in pst tubes, item 367962.